Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An as received simulated treatment was performed and completed without failures. The cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler was found to have insect infestation during the internal inspection of the returned cycler. There were no other visual discrepancies found during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the leak event is confirmed due to the presence dried fluid within the device, which is indicative of fluid contact. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis registered nurse (pdrn) for a peritoneal dialysis (pd) patient contacted fresenius customer service and reported the patient expired during treatment on (B)(6) 2020. Additional information was obtained through follow-up with the pdrn. The patient was in treatment at their home on the liberty select cycler on (B)(6) 2020 when they were found deceased. The patient was still connected to the cycler. The official cause of death has not been documented as the clinic is awaiting the death certificate. The nephrologist has stated the cause of death to be cardiac related. The patient had a history of unspecified cardiac conditions. There were no reported issues with the liberty select cycler prior to the patient death. No additional information was available.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler and the patient death. However, there is no documentation to show a causal relationship between the death and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. Although the official cause of death has not been documented at this time, the nephrologist has stated it was cardiac related. The patient had a history of unspecified cardiac conditions. Long-term survival rates for patients with end stage renal disease remains poor with only 11% of pd patients surviving past ten years. Of those deaths, cardiovascular disease accounts for most. Based on the available information and no allegation of a device malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient death.

Event description:
A peritoneal dialysis registered nurse (pdrn) for a peritoneal dialysis (pd) patient contacted fresenius customer service and reported the patient expired during treatment on (B)(6) 2020. Additional information was obtained through follow-up with the pdrn. The patient was in treatment at their home on the liberty select cycler on (B)(6) 2020 when they were found deceased. The patient was still connected to the cycler. The official cause of death has not been documented as the clinic is awaiting the death certificate. The nephrologist has stated the cause of death to be cardiac related. The patient had a history of unspecified cardiac conditions. There were no reported issues with the liberty select cycler prior to the patient death. No additional information was available.